Event description:
During evaluation of a returned one-link standard bore catheter extension set, a missing slide clamp was identified. There was no patient involvement as this was found during evaluation. During follow-up with the reporter, they stated that they did not know whether the slide clamp was removed prior to return of the sample. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the tip protector was observed to be missing. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.